Manufacturer narrative:
The user facility communicated with olympus technical support in troubleshooting the reported problem and reported that a small piece of plastic was found obstructing the scope connection, preventing the scope from seating properly. The user facility reported that they resolved the problem and confirmed that the unit was functioning as expected. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event, was the presence of inappropriate material, preventing proper communication between the endoscope and the video processor. As stated in the instructions for use, as a preventive measure, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source."

Event description:
A user facility reported to olympus that when they connected a scope to the olympus, clv-190 light source, a "b30," scope communication error was generated. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed without delay using a different light source. There was no patient injury that occurred associated with the event.